Event description:
One of the co's sales reps was informed by the acount that an injury (i.e., perforation) occurred during a cecal avm hemostatis. The system used was an argon plasma coagulator (apc) model 300 with an electrosurgical generator w/endocut & argon model icc 200 (p.n.: 10128-205). After the procedure the dr was informed of the perforation in which the patient required surgery.